Event description:
It was reported that the user and partner experienced a supply change issue during which the cartridge was leaking, the pump was not connected to the body, and the device displayed 104 units remaining without visible drops, leading to elevated blood glucose until the cartridge was replaced with agent guidance. Symptoms included fatigue, thirst, and dry mouth. Outcomes included transient hyperglycemia with a reported peak of 215 mg/dl lasting about one hour, no alerts for very high glucose, no ketone testing, no back-up therapy, and no medical intervention. Investigation included complaint intake, user troubleshooting, and assessment of use steps. Investigation of this case revealed a user-performed supply change deviation that resulted in a leaking cartridge and interrupted insulin delivery, which affected glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge change leading to leakage and temporary loss of therapy.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.